Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. It was reported that the patient was still going through pads and still running to get to the bathroom. The patient mentioned that she was told by her healthcare professional (hcp) to stay at each setting for a week when she makes an increase. In addition, it was reported that right around the incision, it is reddish/pink and really tender. Also, it looks like the implant is now at an angle at the pocket site. There were no further complications or anticipations reported with this event.